Event description:
Description: clear care contact lens solution caused severe eye burn. Medication administered to or used by the pt: no. Outcome: call to poison control, other explanation: significant impact on work. I work in the medical field on a computer, and have had trouble doing my work due to the partial loss of use to one eye. Unk how long term, but it has been - 12 hours as of the time of this report with vision still obscured and pain ongoing. When and how was error discovered: early morning, roll out of bed, go to bathroom to put in lenses. Followed the instructions "do not rinse lens before insertion" and "lo and behold my eyeball is on fire." Lens is shredded during removal, and my eye has been blurry, swollen, and still burning even after a long rinse with water immediately after. Prescription glasses have not rectified and blurring from this incident. Pt counseling provided: unk. Reporter's recommendations: label needs to be far more clear, and this product should likely be altered to prevent injury. (B)(6).